Event description:
With two fast-fix devices, during insertion of the second suture bars through the meniscus was not achieved. The sutures were cut leaving the first suture bar of each device in the joint capsule. The repair was completed with back-up devices. There was a surgical delay report of no more than 20 minutes. No further procedural complication or injury to the patient was reported